Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-jul-2019 the following findings: during investigation, the black box download verified power loss event on complaint date of (B)(6) 2019. No damage found to battery cap. Battery compartment cracked below and above grip pad. The battery caps were found to be within specifications. The battery cap attached securely to pump. Pump exercised 12 hours with no power issues occurring. Pump opened, and no damage or moisture found to power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.